Event description:
It was reported that the customer's blood glucose level was high, with the value displaying as "high." Cause was not known. The customer administered a correction bolus via the pump to address the blood glucose level. The customer was advised to consult their healthcare provider to discuss potential factors affecting their blood glucose levels, replace supplies as necessary, and resume insulin therapy.